Event description:
Reporter indicated a vns dell x50 computer would not turn on despite being properly charged and having the lock button in the unlocked position. The computer and flashcard have been requested for return, but have not been received to date.